Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's cgm was 70-80 mgdl on the app and tandem pump in modified closed loop 4 days after the sensor was put on the arm. She did not check the bg. She went to the emergency department (ed) with abdominal pain. There the cgm was 70-80 mgdl and the bg meter was 888 mgdl. She was provided with an insulin drip by the doctor and water. She was transferred to a different facility. At the hospital the cgm remained at 70-80 mgdl from the g7 app/tandem pump while it was around 500 mgdl from bg meter. The patient stayed for 2 and a half days at the hospital and was released when her bg reading was at 150 mgdll. She was beginning to feel normal while on the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid when checked in the ed. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.